Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic gastric sleeve procedure, the stapler did not fire. When it was fired, the had sound but it not work. A new reload was use and still did not work. Handle and reloads were changed to complete the procedure. There was no patient injury.